Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The compromised force sensor system alarmed occurred during basic occlusion testing due to moisture damage on force sensor relay. No further tests could be performed due to alarm. The insulin pump had cracked battery tube threads, cracked reservoir tube lip and minor scratched lcd window.

Event description:
It was reported that the customer received multiple error alarms during the manual prime. Customer stated that they were unable to program a bolus as they were stuck in the rewind loop. Customer's blood glucose reading at the time of the call was 166 mg/dl. No further information reported.